Event description:
The hcp reported that the patient was experiencing overdose. The hcp believes that the overdose may be due to a bolus administered earlier in the day. The patient was experiencing drowsiness, difficulty to arouse and inappropriate answers to questions. The drug in the catheter had been replaced and a priming bolus including the internal pump tubing was administered. The patient was admitted to the hospital for overnight observation and monitoring. The pump was stopped; restarted the next morning after the patient recovered. The pump contained compounded baclofen 1000 mcg/ml and morphine 20 mg/ml - doses are unknown. The patient recovered without sequela and continues to do well.